Event description:
It was reported that the suture was fraying at the swage. Another replacement suture was obtained. Fraying led to a detachment of the needle. There were no adverse consequences to the pt.